Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have no anomalies. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have no anomalies. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A bi-ventricular device and three leads were returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died ten months post the implant of the device. Cause of death was requested and not received.